Event description:
It was reported that during cleaning at the user facility the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported disassembly of the attachment was confirmed by a manufacturer repair technician through visual inspection. The entire attachment was not returned, however a piece of it was returned with the concomitant handpiece. Potential causes for the reported disassembly include a material fatigue issue or impact.

Event description:
It was reported that during cleaning at the user facility the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.